Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was over 600 mg/dl at the time of the incident. Patient's current blood glucose: 250 mg/dl. Customer stated that she has a faulty insulin pump. Customer treated for high blood glucose with injection and insulin pump. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer stated that she has changed her sets out of several times. Customer stated that she is not able to troubleshoot at this time. Customer stated that she is at work. Customer stated that she has been a pump user for several years and knows that her pump is the issue. The pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.